Manufacturer narrative:
(B)(6). Date of report: 06aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed that the flow sensor was faulty as well as a speaker failure. The fse replaced the flow sensor assembly and speaker assembly. The ventilator passed performance verification testing and was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator pressure was not stable along with an alarm failure. There was no patient involvement.